Manufacturer narrative:
This complaint is not considered attributable to a malfunction of the device.

Event description:
Patient experiencing prolonged healing on the neck. Surgeon believes to be skin burns from a jplasma coagulation procedure. Direct cause of injury is unknown, but contributing factors may include patient compliance with post-procedure, physician instructions, and physician technique.